Event description:
It was reported that the pin of the vertebral body retainer fell out of the instrument. It was noticed during a surgery but it is unknown when it originally occurred. The case was completed with a backup instrument with no negative impact or delay to the case or patient. There is no surgical information available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: a vertebral body retainer (03.820.111 lot t999448) was received with a missing pin on the right arm at the connector/retainer arm joint. Otherwise, the instrument was received in good condition. The vertebral body retainer is a component of the prodisc-c instrument and implant set. The prodisc-c system is used to ¿replace a diseased and/or degenerated intervertebral disc of the cervical spine¿. The vertebral body retainer is specifically used to apply the initial pre-distraction to the disc space to perform the preliminary discectomy, and maintain the vertebral body spacing for trial spacing, keel preparation, and implant insertion. Drawings for the vertebral body retainer were reviewed, specifically those related to the loose joint in question: top-level, connector, retainer arm, and dowel pin. After examining the drawings of dimensional tolerances of the joint, the following was identified: the distal end of the connector slides into the proximal end of the retainer arm and is affixed with a dowel pin. The distal end of the connector has an acceptable dimensional range of 4.45-4.5mm. The space on the proximal end of the retainer arm has an acceptable dimensional range of 4.5-4.55mm. This creates a maximum material condition (mmc) clearance of 0mm and a least material condition (lmc) clearance of 0.1mm. Additionally, the dowel fit was examined: the mmc condition results in 0.006mm of clearance and the lcm with 0.022mm. The drawings called out the appropriate dimensions, materials and finishing processes for a successful device design. The drawings were found suitable to determine the intended device design, application and dimensional conformity. The product was received under the complaint condition ¿does not/will not function: fell apart¿. The complaint description notes: ¿¿the pin of the vertebral body retainer fell out of the instrument¿. After examining the returned instrument, the complaint condition was confirmed as the pin in question was not returned. Evidence of laser welds is present on the retainer arm in a manner consistent with the drawing notes. The complaint condition of missing a pin was confirmed. A definitive root cause is unable to be determined; the failure mode is consistent with the use of excessive distraction force. After reviewing the related product drawings, the design is adequate for its intended use and did not contribute to this complaint condition. No design or manufacturing deficiencies were identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service history review was conducted. The report indicates that no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 28-apr-2014. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Additional evaluation was conducted. The report indicates that the customer reported the pin fell out of the instrument. The repair technician reported the pin was loose in the instrument. Loose component is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 27-feb-2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.